Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was cracked/damaged. It was noted that the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the battery compartment was cracked in the thread area. The battery compartment threads were also found to be damaged. The returned battery cap threads were found to be damaged. During testing, the pump was not able to maintain an electrical connection with the returned battery cap due to detaching. A test battery cap was used to complete all testing. The pump case was removed and no evidence of moisture or loose components was observed inside the pump.